Event description:
It was reported that the vision stent failed to pass through the guiding catheter due to flaring of the distal part of the stent, another unspecified stent passed easily. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided. Based on the lot number of the returned device, quality engineering analysis has determined that the device was used after expiration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) - use afer expiration. Evaluation summary: the device was returned for evaluation. The reported difficulty to position and stent damage were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Review of the label attached to the electronic lot history record (elhr) indicated an expiration date (use by date) of 30-april-2013 and the date of occurrence was (B)(6) 2013 which is approximately 5 months post expiration. It should be noted that the vision instructions for use (IFU), in the warnings section states: note the product -use by- date specified on the package.